Manufacturer narrative:
Date of event: unknown, information not provided, the best estimate date is (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that tecnis symfony toric lens (model # zxt150 21.5 diopter) was implanted on (B)(6) 2017, and is scheduled to be explanted on (B)(6) 2017 due to severe starburst on a (B)(6) female patient with prior history of astigmatism. Reportedly, the patient was doing well after the first surgery. Per follow up from the doctor, the lens was explanted on (B)(6) 2017, as planned and replaced with a non-amo lens. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/05/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. The product is inspected by a qualified inspector using a 12x magnification. Visual inspection of the return sample shows the product is damaged, most probably to make explant possible. It can be seen that the optic body is being cut in and that there are scratches. Investigation of the return sample and the condition of the return sample do not suggest the scratches were introduced during manufacturing. The reported complaint was not confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.